Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that dilator tip damage occurred. During preparation for a pulsed field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. Upon opening the sheath, damage to the distal dilator tip was noted. The device was replaced, and the procedure was completed without patient complications. Patient complications were reported. The sheath is not expected to be returned for analysis as it was deemed contaminated.